Manufacturer narrative:
(B)(4). No further information is available this time. If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
Baxter (B)(6) received a call from a customer regarding smoke from the machine. The customer found a smoke and a burning smell from the instrument during 1/4 dwelling. The call center staff requested the patient to check around power cable socket, but there was no burn mark. The patient reconnected the power cable and pressed the start button, then a smoke came from the instrument again. The call center staff arranged to swap the instrument. No patient injury or medical intervention was reported.